Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, chest pain is occurring. The patient reported the following: he has experienced intermittent chest pain since the 2.50x24 mm taxus express2 drug eluting stent was placed, then, just recently, "more and more chest pain, some on exertion." He had a non-boston scientific stent placed in 2004, and this stent was overlapped with the taxus express2 when it became blocked. Additional information was requested from the physician, but has not been made available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.